Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 5 was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported that an unknown error occurred during the case. The instrument was replaced and the case was completed without any pt consequence.